Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide photos; however, the photos could not confirm the complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did provide photos; however, the photos could not confirm the complaint. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter and needle becoming blocked could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the tuohy needle and the catheter get blocked quickly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
It was reported that the tuohy needle and the catheter get blocked quickly.